Event description:
A possible insulation break was suspected. Multiple mode switches were detected due to artifacts. The physician chose to not reposition the lead at this time. The decision was made to continue to monitor the pt. All records indicate that the lead remains implanted. Should additional info become available, this event will be updated.